Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the posterior cuff miss occurred during needle deployment as evidenced by undisturbed posterior cuff tabs and undamaged posterior needle, indicating no engagement between these 2 components. The posterior needle tip was ejected from the needle shank but remained undisturbed, suggesting that the posterior needle was deflected away from posterior foot instead of being engaged with the posterior cuff inside the posterior foot pocket during needle deployment as designed. The posterior cuff miss would result in a failure to retrieve the suture which could appear very similar to the reported suture break. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Possible contributing factors for needle deflection that resulted in the posterior cuff miss include, but are not limited to, manufacturing deficiencies, deployment techniques, and challenging anatomical conditions. However, the needle trajectory of every device is verified during manufacturing. Also, during testing, the plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. There was no definitive evidence in the evaluation of the returned device to suggest incorrect technique. It was reported that a femoral angiogram was not taken prior to the procedure. The instructions for use (IFU), under the warnings and smc device placement sections, states: perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium, tortuosity, and for disease or dissections of the arterial wall. Also, it was reported that no calcification was noted. However, calcium was detected inside the posterior cuff which could prevent the posterior needle from engaging with the posterior cuff during needle deployment. Therefore, based on the investigation findings, the probable cause for the posterior cuff miss is needle deflection due to interaction with human tissue during plunger deployment. No manufacturing or quality deficiency was detected as a result of this investigation. A review of the finished device lot history records did not reveal any relevant nonconforming material records for this lot that could have contributed to this complaint. A query of the complaint database for this lot revealed no similar incidents. Overall, there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a peripheral interventional procedure which used a 6f sheath. Reportedly, a suture break occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is trained in the use of the perclose proglide device. No femoral angiogram was taken. Though requested, additional information was not provided.